Manufacturer narrative:
(B)(6). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the hub of the 18 g x 1 1/2 in. Bd" blunt fill needle before use. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: summary: qn review: no notifications were written for this batch, nor for the associated assembly batches. DHR review: assembly batch 6300725 had 176 visual inspections performed on 8,800 parts with zero defects noted. Cleaning was performed 26 times during the assembly of this batch. Assembly batch 6300732 had 113 visual inspections performed on 5,800 parts with zero defects noted. Cleaning was performed 15 times during the production of this batch. All cleaning was performed per (B)(4). Investigation results: one sample was returned. It appears to have a large black lube gel on the hub, and smaller dirty lube gels on the cannula. Possible root cause: " dirty lube heads " lube gels may have become dislodged during cleaning, and were overlooked when cleaning the lube system if corrective/preventative action not required, provide rationale: no CAPA will be initiated at this time. One defect from two batches that totaled 16,370,000 parts is a defect rate of (B)(4). The aql for fm not in the fluid path is 1.0%. Conclusion: investigation results: one sample was returned. It appears to have a large black lube gel on the hub, and smaller dirty lube gels on the cannula.